Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels and no delivery alarms. The customer's blood glucose level at the time of hospitalization was 120mg/dl. The customer's levels had been as high as 400mg/dl. The customer was treated for the highs. The customer was requesting the pump be replaced. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specifications and passed all functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No excessive no delivery alarms noted. The insulin pump had with cracked reservoir tube lip, minor scratched lcd window and scratched reservoir tube window. The insulin pump passed the displacement accuracy test.